Event description:
It was reported that patient underwent right total hip replacement surgery in 2008, during which she received a durom acetabular component. Post-op, patient has been experiencing pain, and revision surgery has been recommended, but has not yet been scheduled.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer, inc., which markets the devices in the u.s.